Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had lost power. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found a replace battery alarm followed by a processor related warning on the complaint date. No damage to the battery cap or compartment was observed. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Removal of pump casing found no evidences of moisture or loose component inside the pump. The reported power issue was verified in the black box but not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.